Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra-jagwire was used during a percutaneous cholecystectomy procedure on (B)(6) 2021. During procedure, there were no reported malfunctions with the device and the procedure was completed with this guidewire. Following the case when ii images were reviewed it was noted there was a perforation of cystic duct stump. The physician advised no further treatment is required at this time. It was reported the patient has fully recovered.